Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('all my parts are gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("endometrial ablation") and experienced bone pain ("stabbing pain on their hip bone"), tooth disorder ("dental problems") and jaw disorder ("jaw and teeth"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal, bone pain, tooth disorder, endometrial ablation and jaw disorder outcome was unknown. The reporter considered bone pain, endometrial ablation, jaw disorder, medical device removal and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media: new event - dental problems, ablation, jaw disorder and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('all my parts are gone/ pain') and endometrial ablation ('endometrial ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bone pain ("stabbing pain on their hip bone"), tooth disorder ("dental problems"), jaw disorder ("jaw and teeth"), abdominal pain lower ("abdomen cramped"), female sexual dysfunction ("I cant have sex"), abdominal pain ("abdomen cramped"), coital bleeding ("I bleed every time I have sex") and depression ("depression") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, endometrial ablation, bone pain, tooth disorder, jaw disorder, abdominal pain lower, female sexual dysfunction, abdominal pain, coital bleeding and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bone pain, coital bleeding, depression, endometrial ablation, female sexual dysfunction, jaw disorder, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('all my parts are gone/ pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bone pain ("stabbing pain on their hip bone"), tooth disorder ("dental problems"), jaw disorder ("jaw and teeth"), abdominal pain lower ("abdomen cramped"), female sexual dysfunction ("I cant have sex"), abdominal pain ("abdomen cramped"), coital bleeding ("I bleed every time I have sex") and depression ("depression") and underwent endometrial ablation ("endometrial ablation"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, bone pain, tooth disorder, endometrial ablation, jaw disorder, abdominal pain lower, female sexual dysfunction, abdominal pain, coital bleeding and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bone pain, coital bleeding, depression, endometrial ablation, female sexual dysfunction, jaw disorder, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event medical device removal pt was updated to pelvic pain and abdomen cramped, I cant have sex, abdomen cramped events added. Processed with fu 4 and 5 on 23-mar-2020: social media: new reporter and event depression added on 23-mar-2020: social media: new reporter and event I bleed every time added on 23-mar-2020: social media report received. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('all my parts are gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bone pain ("stabbing pain on their hip bone"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal and bone pain outcome was unknown. The reporter considered bone pain and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received : event "all my parts are gone", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.